Event description:
I have received multiple complaints about the b-braun IV catheters in the ed. Nurses do not feel safe with the safety mechanism due to it being flimsy. When retracting the catheter, the safety mechanism is splashing blood as it locks, coming out of patient skin/vein. If a patient is on blood thinners due to the sharper edges, there are increased complaints of hematomas before access to vein. Patients are scared when they feel/see a long needle coming out of their arms because the safety mechanism is so small. During codes, it is hard to get rid of the sharp, staff feel unsafe handing off to anyone because of the small area to grab it and it¿s not always safe to put in floor/bed. Complaints of finding sharps under patients. The sharp edges could cause skin breakdown/open areas.